Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, (B)(4), was being used on (B)(6) 2021 during a mandible osteotomy procedure and ¿bur was being used to make cuts and the tip broke off. Irrigation was sufficient to continuously cool down the bur. Bur tip retrieved.¿ there was no report of injury/impact to the (B)(6), male patient. The patient recovered without further intervention. There was a 6 to 7 minute delay to retrieve the fragment. The procedure was completed with another bur. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Corrected data: e1 is (B)(6) hospital. Manufacturer narrative: reported event is confirmed. Customer complaint of the bur tip snapped off from the shaft was confirmed based on device evaluation and photographic evidence. Visual examination of returned used device, item 00509120200 confirms the reported problem and found both burs broken off at the machined flutes. Broken pieces were returned for evaluation. Critical dimensions measured and met design specifications. This is a technique-dependent device, and the most likely cause of this issue is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 00509120200, was being used on (B)(6) 2021 during a mandible osteotomy procedure and ¿bur was being used to make cuts and the tip broke off. Irrigation was sufficient to continuously cool down the bur. Bur tip retrieved.¿ there was no report of injury/impact to the 30 year old, male patient. The patient recovered without further intervention. There was a 6 to 7 minute delay to retrieve the fragment. The procedure was completed with another bur. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.